Event description:
It was reported to medtronic neurosurgery that the tubing was transformed and occluded.

Manufacturer narrative:
The device has not been returned to the MFR. A review of the mfg records showed no anomalies.